Event description:
It was reported that: the bp cuff was "not filling with air and providing error code receiving is error code 4. Customer tried to replace the batteries and tried troubleshooting but does not work without error code."

Manufacturer narrative:
It was reported that the blood pressure cuff did "not filling with air and providing error code receiving is error code 4. Customer tried to replace the batteries and tried troubleshooting but does not work without error code." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.